Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 150 units of insulin and the customer did not perform the air removal process during the load sequence. A cartridge change was performed to address the notification. Customer's blood glucose level was 130 mg/dl.